Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device came out (lock issue). After the angio-seal device was inserted into the insertion sheath and the anchor was released, the angio-seal device fully came out of the insertion sheath due to lock issue. The device was withdrawn and replaced with another angio-seal device to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. Blood loss was less than 250cc's. The procedure before deploying the device was coiling. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There was no other devices or equipment being used with the reported product.